Event description:
Ethicon enseal trio hand piece jaws were sticking and not working properly. Device was also making a squeaking noise when jaws were activated. A new enseal trio hand piece was obtained.